Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the blood sampling valve (bsv) cylinder cl1 was failing and was not retracting. The fse replaced the bsv cylinder , which repaired the errors. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the coulter lh 780 hematology analyzer was generating 'manual probe did not retract' errors. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.